Event description:
After receiving two cypher stents in the bifurcated portion of the mid to proximal lad, the patient had a myocardial infarction post procedure. The patient was asymptomatic, with no electrical or clinical manifestation. The patient only had elevation of biological markers post ptca.

Manufacturer narrative:
The device is distributed outside the united states; however, it is similar to the united states product. This device is one of two products associated with this event. Please refer to MFR report # 9616099-2007-02166. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.